Manufacturer narrative:
Initial reporter: there was no contact phone number provided. The actual device was returned for evaluation. Reliability engineering evaluated the device. Functional and visual assessments were performed; and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the motor device had two micro cuts/holes on the cord. There was no spare device available for use; however, the planned surgical procedure was completed without delay. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.